Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. The motor was tested outside to the device and passed. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 123 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed with the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.